Event description:
It was reported a device keypad was not functioning. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The unit in its received condition permitted power up, navigation, and pump run, however, has limited keypad operation due to intermittent response from the #1, #2, and #3 keys caused by a failed keypad. The remaining keys were tested and found to function as expected. The failed keypad was replaced. Baxter has initiated a CAPA to further investigation the issue.